Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt experienced shocking around spine area when the implantable neurostimulator (ins) was turned on or off. She experienced muscles spasms/soreness at the ins site and it seemed that the ins had moved. It was also noted that she had fallen on her bed and twisted her body prior to the event. Follow up info received indicated that the healthcare professional (hcp) was unaware of the event and that the pt had reported these symptoms to their office. A follow-up report will be sent if additional info becomes available.